Event description:
I had a spinal cord stimulator placed by boston scientific (B)(6) 2024 they confirmed that they weren't supposed to turn it on when I woke up. I had extensive damage to my spine and I am unable to pee properly because it also locked my pelvic floor. It's causing severe stenosis that I did not have.